Event description:
It was reported that an loses image. No negative impact in state of health reported. The risk is covered in the related risk file (sap-ID: (B)(4); version: bf; risk ID: 3.2.01; severity-level: 1 (inadequate supply of power from poor equipment connection); probability-level: 2 (remote).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).